Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's husband stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient's husband also received assistance correcting the time setting on the meter. At 12:50 p.m., a sample from the patient was tested using the meter, resulting with a value of 7.6 inr. At 1:24 p.m., a sample from the patient was tested using the meter, resulting with a value of 7.7 inr. At 1:34 p.m., a sample from the patient was tested using the meter, resulting with a value of 7.8 inr. At 2:02 p.m., a sample from the patient was tested using the meter, resulting with a value of 7.8 inr. The patient believed the values were too high, so she sought testing in a laboratory. At 4:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 5.8 inr. The patient's doctor advised the patient to hold coumadin dosage for 2 days based on the laboratory value. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or receive a change in medication based on the meter results. The patient's therapeutic range is 2.1 - 3.1 inr. The patient's testing frequency is once per week on monday. The patient is not anemic or polycythemic. The patient did not have antiphospholipid antibodies. The patient's hematocrit level was not known. The patient did not take heparin or direct thrombin inhibitors. The patient did not have a change in coumadin dosage or take any new medications since last tested. The patient had no change in diet and did not have a special or unusual diet. The patient has not had any additional illnesses since last tested. The patient had no symptoms of unusual bleeding or bruising. The patient did not use alcohol to prepare her finger for sample collection. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips using quality control material. Testing results: qc 1: 2.3 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %.